Event description:
It was reported that the cutting edge of the pliers was found broken in the set. Another pliers in a steri-pack was placed in the set. It is unknown how or when the cutting edge was broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the cutter on the pliers was broken. This complaint is deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).